Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set leakage on 22-feb-2026, with the leak observed at the insertion site. The infusion set had been in use for twelve hours. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-03452-device 1 of 3.